Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent stress urinary incontinence, pelvic pain, dyspareunia, fibrosis, migration, recurrent prolapse and urinary tract infections. A mesh revision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.